Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. Other product involved in this event: battery/(B)(4); cat#:1650; exp. Date: 07/31/2016; mfg. Date: 07/31/2015: device code; battery issue: (B)(4). The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The device labeling warns that disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. The IFU further warns that damaged equipment should be reported to the manufacturer and inspected. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the clinical database that during a phone call with vad coordinator on (B)(6) 2016, the patient reported that he had a "loud, continuous alarm". The patient was unclear on exact details of what occurred but was at the grocery store on what he believed to be two full batteries and suddenly got the alarm. He stated that when he looked at the controller, only one battery gauge was illuminated with 25% battery and the other was blank. The patient changed his batteries and the alarm stopped. He reported that he was completely asymptomatic throughout the event. The patient was asked to come in to have his equipment evaluated. The patient was seen in clinic on (B)(6) 2016. Vad interrogation showed critical battery alarm on (B)(6) 2016. Since he has also reported that he has been observing power switching. The vad coordinator inspected the equipment and detected a loose power port on the controller. A controller exchange was performed without complication. The patient was advised to immediately report any abnormal function of the equipment. Log files were obtained from the old controller prior to the exchange. Preliminary log file analysis performed on (B)(6) 2016 revealed 1 critical battery alarm logged on (B)(4) on (B)(6) 2016. No further information was provided.

Manufacturer narrative:
The reported events of a critical battery alarm and loose connector were confirmed. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Review of battery and controller (bat301970 and con100901) manufacturing documentation confirmed that the associated devices met all requirements for release. Log file analysis revealed a critical battery alarm triggered by battery (bat301970). Additionally, log file analysis revealed multiple premature switching events. These events are most likely due to communication anomalies between battery and controller or normal patient usage behavior. Controller (con100901) had not received the smr upgrade prior to these events. Analysis revealed that controller (con100901) failed visual inspection due to a loose connector on power port one. The manufacturer and supplier have opened an internal investigation for controller lose connectors. Analysis of battery (bat301970) could not be performed since the device was not returned for evaluation. The manufacturer has opened an internal investigation to evaluate communication errors between batteries and controllers. The most likely root cause of the critical battery alarm can be attributed to a communication error between the controller and the batteries. A possible root cause of the loose connector may be attributed to a shift in the manufacturing process. Heartware will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report. (B)(4).